Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that auxiliary drawer, which features a full-height cubie, consistently produces a clicking sound when an attempt is made to open it, resulting in repeated failures. A field service engineer replaced the position sensor to address the problem. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system full-height cubie in drawer 5 consistently produces a clicking sound when an attempt is made to open it, resulting in repeated failures. A customer reported that the cubie had malfunctioned and unloaded medication, necessitating a dispensation from the main pharmacy. There were no adverse events or injuries reported based on this event.